Event description:
It was reported that a patient experienced a break in aseptic technique (further described as touch contamination/patient made mistake) manifested by abdominal pain, and bloody cloudy effluent during peritoneal dialysis (pd) therapy, resulting in peritonitis. The patient was not hospitalized for the event. Two days after the onset of peritonitis, the patient began intraperitoneal treatment with cefazolin (1290 milligrams, daily for 6 hours for 14 days). At the time of this report, the patient was retrained on aseptic technique, antibiotic treatment was ongoing and the patient was recovering from the peritonitis. Pd therapy were ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label f or the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.